Event description:
Dialysis catheter not functioning. Catheter being removed in surgery. While removing catheter from body, it was noted that the end of the catheter was not attached. Consult for radiology ordered to remove catheter.